Manufacturer narrative:
H3: product analysis of product# 9560100, lot# 1586856r: it was confirmed during the incoming inspection that the outer tube was dented, and that foreign object was visible when it was misaligned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a user facility (uf) via manufacturer representative regarding a spinal product that was used in an unknown spinal therapy. It was reported that the lens is foggy. The patient involvement in the event is unknown and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the device becomes cloudy. The event occurred during intra-op and the device came in contact with the patient. Pre-op diagnosis is disc herniation, procedure involved in the event is micro endoscopic discectomy (med), levels implanted was l4/5.